Event description:
According to the reporter: occurred during a laparoscopic rectal resection procedure. The stapler was able to fire but there was poor staple formation. The clamps were not closed. The loading unit did not staple the rectum tissue. The staple line was incomplete. There was unanticipated tissue loss as a result of the problem. The rectum had to be resected one centimeter further. The surgical time was extend by at least three hours. In order to resolve the issue and complete the case, the resection was carried out trans-anally. A tab pack pouch was placed on the rectum stump to produce the anastomosis. The incision was not extended due to the product problem, it was continued laparoscopically. It is expected that the hospital stay was extended by 10 days due to the event. The patient status is satisfactory. The patient has an endovac. The patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.